Manufacturer narrative:
A ge representative evaluated the system and tightened loose hardware in the clutch assembly. System operates as intended.

Event description:
Customer reported the system was displaying motion errors and the c-arm will not move. No patient injury was reported.